Manufacturer narrative:
At this time, the lead has not been returned for analysis. This record will be updated upon return and completion of analysis or if additional information becomes available.

Event description:
It was reported that shock impedances on this right ventricular (rv) lead were found to be low out of range. When the patient was evaluated in clinic and pocket manipulations were performed, shock impedances ranged from 0 to over 100 ohms. The patient's implanted system was surgically revised. This rv lead and the patient's implantable cardioverter defibrillator (ICD) were explanted and replaced. No additional adverse patient effects were reported.